Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance measurements over an unknown period of time, as a result a lead fracture was suspected. As such, a revision procedure was performed and the lead was removed and replaced. No additional adverse patient effects were reported.